Manufacturer narrative:
Correction: e4.

Event description:
The user facility reported that a leak was identified in the purge pressure transmitter of the purge set during use. The purge set was replaced, and the procedure was completed without further issues. No additional information was provided.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: b3. Additional information received regarding the patient outcome of death. Added date of death as (B)(6) 2026, as the patient expired after impella was explanted. Additionally added "cardiogenic shock" due to post implant death, and additionally added hemodynamic instability based on device revision/replacement code. B1, b2, b4, h1, h6 updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
It was further reported that the patient expired after the impella was removed.